Event description:
On saturday (B)(6) 2017, I for the first time underwent whole body cryotherapy at the commercial entity kold cryotherapy and floatation located on (B)(6). My son accompanied me to this as he was a frequent visitor of this site. I underwent approx 3 mins of whole body cryotherapy. My son who had the same therapy before me had no adverse effects. After I exited the therapy, I had whole body redness and excessive burning behind my left knee. Several hours later, I developed first degree and some area of second degree cold burns with blister formation. With wound care, this is now resolving and healing. MFR address - kold cryotherapy and floatation, (B)(6), united states. MFR website (B)(4). Explanation: I contacted the business to inform them of the burn and recommended they check equipment. I don't plan to pursue legal action. Product type: comfort and relaxation. Document number: (B)(4). Report number: (B)(4)